Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, (B)(6). It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was implanted in the patient. On (B)(6) 2025, the patient had ischemic stroke due to pre-operative endocarditis embolization.